Event description:
Won't cut. While patient was on the table and ready, the machine would not cut. Can not verify complaint. Replaced diode. Repair order (B)(4). Follow-up: procedure could not be done because the machine would not cut. The patient was sent to a different clinic to schedule the procedure to be done there. Machine was plugged into wall outlet as usual.

Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Analysis and findings: (B)(4) distribution history: this complaint unit was manufactured at csi on 6/21/2017 under wo's (B)(4) and shipped on 9/8/2017. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: the unit was serviced in 2017 for not cutting but it was not confirmed. The main board was replaced as a precaution. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. The diode wire was found to be broken. Root cause: a definitive root cause is not determined for this complaint. As only the generator was provided the root cause may involve other factors in play at the time of the complaint such as the set up or handling. A broken infrared led (referenced as a diode on the form) wire noted on the repair log does no impact the cut function therefore not related to the complaint description. This observation is unlikely due to handling during the units' update under a recall recently as repairs do not involve handling that section of the main board. This is deemed an isolated incident. Correction and/or corrective action the unit was evaluated, repaired, tested and returned to the customer. Production was made aware of this finding as updates on recall units is on-going. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No training required.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Unable to cut/burn. Will start to burn then stop and not work. Under recall repair order 97447 follow-up: procedure could not be done because the machine would not cut. The patient was sent to a different clinic to schedule the procedure to be done there. Machine was plugged into wall outlet as usual. Leep precision generator lp-20-120 (B)(4).